Manufacturer narrative:
H3) the inrush suppressor was returned to the manufacture for evaluation. After visual/physical examination the reported issue was c onfirmed. Visual inspection shows a broken / open solder connection between the power resistors. Faulty mobile view station (mvs) inrush suppressor assembly. Eval code method 10 is associated with this analysis eval code result 4203 is associated with this analysis eval code conclusion 4307 is associated with this analysis the generator was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The generator starter board was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the power supply was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ps1 power supply was tested. Bench test failed. Output voltage 5.100vdc drifted to 5.350vdc. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 4203 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter name unknown at the time of report. A medtronic representative went to the site to test the equipment. They replaced hardware parts. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the representative (rep) had called for assistance as they were not able to power up mobile viewing station (mvs) after moving system from the last case. It was also noted that the image acquisition system (ias) was not charging, the green power indicator was not lit on the mvs. He was advised to check the main circuit breaker at the rear of mvs and try a different power outlet, there was no problem found. Advised them to check fuses on mvs din rail and have hospital maintenance replace them - no change. The rep was going to the site to install newly purchased stealth system and would troubleshoot/repair the imaging at the same time. There was no patient involvement.